Manufacturer narrative:
Site reported that the light adjustable lens in the patient's left eye was explanted as the patient was unhappy with her vision. Rxsight's first awareness of the event was 7/6/2021. The explanted lens was returned for evaluation. The lens was cut into multiple fragments. Other than the damage due to the explant, no issues were noted visually. Optical testing could not be performed due to the condition of the lens.

Event description:
Site reported that the light adjustable lens in the patient's left eye was explanted as the patient was unhappy with her vision. Rxsight's first awareness of the event was 7/6/2021.

Manufacturer narrative:
Site reported that the light adjustable lens in the patient's left eye was explanted as the patient was unhappy with her vision. Rxsight's first awareness of the event was (B)(6) 2021. Device history record for the lens was reviewed. No issues were noted. The explanted lens has not yet been returned for evaluation.

Event description:
Site reported that the light adjustable lens in the patient's left eye was explanted as the patient was unhappy with her vision. Rxsight's first awareness of the event was (B)(6) 2021.